Event description:
Report received of treatment delay due to air in line alarms. Pt went into cardiac heart block and a code response was initiated. The nurse attempted a dopamine infusion and was met with air in line alarms. Due to continued alarms, the nurse switched to a new tubing and infusion pump and after two minutes of troubleshooting was able to start dopamine infusion. The pt had a decrease in pulse rate (exact not recalled) and systolic blood pressure decreased to below 50. The physician began insertion of a temporary pacemaker. The pt survived and there was no pt harm attributed to the treatment delay. In addition, it was reported that an undocumented incident, during a code situation, with a delay of medication caused by pump alarms had occurred in november, 1999. It was reported that there was no adverse pt outcome, but due to the elapsed time of this event, there was no recall of specific pt or event info.